Event description:
The customer contact reported a leak. The customer contact reported that the empty flexible solution container was filled with unspecified volumes of fentanyl citrate 5 mcg/ml and bupivacaine 0.1% in normal saline for a total volume of 250 ml. The customer contact reported that the solution container was overwrapped, placed into an intermediate product carton then placed in a shipping container and was shipped to the end user. It was reported that when the solution container was removed from the shipper and intermediate cartons, it was reported that solution had leaked from a ruptured seam at the bottom left side of the solution container. No additional information was provided.

Manufacturer narrative:
One used device was received and investigated. Testing found a 1 inch tear in the seam of the lower left corner of the printed side of the container. The most probable cause is due to possible over pressuring during filling and exposure to extreme temperature during transportation or storage after filling. This report represents all the information known by the reporter upon query by hospira personnel.